Event description:
During the aaa repair, the stenting of the left renal artery was planned, due to the present renal stenosis and the high creatinine level indicated during the pre-procedure assessment. Placement of the endovascular graft was performed without complications. Viewing of the angiogram at the completion of the device deployment, revealed a proximal type I endoleak. To resolve the endoleak the physician elected to deploy another MFR's stent within the main body graft at the proximal sealing portion, increasing the radial force at the site of the needed intervention. Final angiogram showed a clear resolve of the endoleak noting a successful aaa repair.